Event description:
2023-nov-21: information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for cervical/neck and spinal pain. The reason for call was the pt's ins that goes to their head to control headaches always had issues charging. The pt met with a manufacturer representative's (rep) and notified the doctor who then suggested ins be replaced since they always had issues charging the ins. One time they were in the healthcare provider (hcp) office with a rep who got it recharged after sitting for 3 hours but the pt did not have time to sit and charge it that long. The pt then went home and tried to charge the ins but they could not get it to work to charge the ins so they gave up. Pt noted they have replaced the batteries but that did not resolve the issue. The ins never charged as good as the other ins they had in them; they noted the ins was in deeper; their hcp suggested getti ng the ins replaced. 2023-dec-12: additional information was received from a manufacturer representative (rep). The rep reported that there was a note that stated ¿patent had not used the device in several months and wasn¿t able to charge. Rep was able to connect and charge the device and restart the therapy, pt was receiving good therapy after the charge and in the spot where patient wants it.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.